Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml fentanyl at a dose of 174.85 mcg/day via an implantable pump for spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient recently had an MRI. It was noted that motor stall recovery had not occurred and it had not been less than 2 hours since the patient exited the MRI field. The patient had the MRI on (B)(6) 2017 at 7:30 and the motor stall was noted on that date. It was noted that the clinician programmer time was not updated to the time of the logs, so they don¿t match the MRI. It was reported that tube set occurred on (B)(6) 2017. No interrogations resulted ina recovery. The patient was in for a refill on (B)(6) 2017. They were going to access the reservoir for the refill and re-interrogate the pump in a few minutes to see if the recovery was noted. The patient did not have withdrawal type symptoms, but did have a return of her pain. It was considered a sudden change in therapy/symptoms. It was noted that the MRI was closed bore at a center that did a lot of mris with pump patients. Additional information was received. They checked for a volume discrepancy and the expected was 2.7 ml and they got back 2.0 ml, so they were not concerned with that. They refilled the patient and re-interrogated the patient¿s pump. It was confirmed that motor stall recovery had occurred on (B)(6) 2017 at 13:20 (11:20 since the programmer time was off). The increased pain started on (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient¿s weight at the time of the event was unknown. The 8840 clinician programmer serial number was unknown, but the manufacturing representative was going to check when they went back [to the hcp¿s office] on (B)(6) 2017. The practice staff never looked at the time stamp and did not know they needed to change it due to daylight saving; this was the reason for the programmer time being off. There were no further complications reported or anticipated.